Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01582. It was reported that burr became stuck on the rotawire. The target lesion was located in the ostial-proximal and mid heavily calcified right coronary artery (rca). A 1.25mm rotalink¿ plus and rotawire were selected for use. During the procedure, when the burr was advanced over the rotawire through a non bsc guiding catheter, it was noted that the burr became stuck with the rotawire outside the guide catheter before the lesion. The burr could not be advanced or removed from the rotawire. The burr and rotawire were removed together from the patient. The procedure was completed using a cutting balloon on the proximal lesion. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the body was bent/kinked. An attempt to remove the rotawire from the rotablator device was successful with some resistance due to the wire being bent. The distal tip was stretched/damaged and the solder weld was missing. Dimensional inspection of the overall length and outer diameter (od) of the distal tip of the device could not be performed due to device condition. The od of middle and of the proximal section of the device were within specification. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01582. It was reported that burr became stuck on the rotawire. The target lesion was located in the ostial-proximal and mid heavily calcified right coronary artery (rca). A 1.25mm rotalink¿ plus and rotawire were selected for use. During the procedure, when the burr was advanced over the rotawire through a non bsc guiding catheter, it was noted that the burr became stuck with the rotawire outside the guide catheter before the lesion. The burr could not be advanced or removed from the rotawire. The burr and rotawire were removed together from the patient. The procedure was completed using a cutting balloon on the proximal lesion. No patient complications were reported and patient's status was stable.